Event description:
It was reported that froze on wire occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, it got stuck with the guidewire. The catheter and guidewire were removed as a single unit. The procedure was completed with another of same device. There were no patient complications.